Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. It was noted that the r waves had decreased gradually to a measurement too low to be detected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.